Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was returned and evaluated. Upon evaluation it can be seen that the jaw of the suturer passer is missing the bottom jaw and the pin holding the jaws together is protruded; the complaint is confirmed. It is unclear how the jaws broke; however, the possible root cause for the jaws to be broken could be due to excessive force applied while manipulating the device. A manufacturing record evaluation was performed for the finished device part number 214140 lot 14651-130201-09, and no non-conformances were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. H4 device history review a manufacturing record evaluation was performed for the finished device part number 214140 lot 14651-130201-09, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).the lot number is unknown.

Event description:
It was reported by the sales rep via phone that during an unknown procedure the jaw of the customer's expressew iii suturer passer without hook broke off in the patient. The broken piece was removed and no debris was left in the patient. The procedure was completed but it was not known how. There was no patient harm but there was surgical delay but it was not known how long. The sales rep stated that the customer could not provide any further information and he was not present for the case. The sales rep could not provide the lot/serial number for the complaint device. The device will be returning for evaluation.